Manufacturer narrative:
(B)(4). As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. The device was not returned for evaluation and no imagery was provided. Sheath shafts from these work orders underwent additional 100% inspection using a borescope for foreign material inside the sheath shaft. These work orders underwent additional 100% inspection of the strain relief inner diameter per a CAPA. Since parts were 100% inspected and nonconforming parts were scrapped, it is not likely that an issue related to the CAPA contributed to this complaint event. The work orders that are the most relevant work orders for the reported complaint were reviewed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. Review of the related work order did not reveal any additional complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿.  A review of complaint history from (B)(6) 2017 to (B)(6) 2018 for the 16f esheath (all models) revealed other similar complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ with returned devices. Ten complaints were confirmed but no potential manufacturing non-conformances that would have contributed to the complaints were identified during the investigations. Available information suggests that patient and/or procedural factors may have contributed to the complaint events. Six complaints were unable to be confirmed, but no potential manufacturing non-conformances that would have contributed to the complaints were identified during the investigations. Available information suggested that patient/procedural factors may have contributed to the complaint events. A review of the complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category of ¿resistance between devices¿. Esheath instructions for use (IFU), commander delivery system IFU, system preparation manual, and procedural training manual were reviewed for instructions or guidance for use of the esheath. No IFU or training deficiencies were identified. During manufacturing, visual inspections and tests are performed. The sheath shaft was 100% inspected for tip damage, delamination, wrinkles, scratches, kinks, or bends and circumferential surface damage, protruding or missing material, dents, or cuts. The sheath shaft was 100% inspected. It is visually inspect using minimum 3x magnification. These inspections were repeated 100% on the completed sheath assembly. Product verification (pv) testing was completed for the work order on a sampling basis, including a sheath insertion force test. For this work order, the lot was accepted. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the complaint. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed as the device was not returned and no imagery was provided. A review of DHR, lot, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Per the cer, some calcification and tortuosity were present in the access vessel. Training materials indicate that push force through the sheath can vary due to calcification and tortuosity. In addition, push force can be higher in the nonexpendable portion of the sheath. There is insufficient information to determine a root cause. However, it is likely that patient factors (calcification and tortuosity) contributed to the complaint. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the respective complaint control limit, no pra escalation is required at this time. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed since the device was not returned and no imagery was provided. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. Available information suggests that patient factors (calcification and tortuosity) may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), while pushing the 29mm sapien 3 through the 16fr esheath towards the aortic position by tf approach, it got stuck and could not be pushed further (advanced). Therefore the commander, valve and esheath were removed together as a unit and the femoral artery had to be repaired.